Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a grip cable frayed at the distal end some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) conductor wire was found to be damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified prior to reprocessing. The black insulation of the conductor wire was stripped or damaged. It was unknown if the internal wire was exposed. After the completion of the last procedure, the instrument was not inspected for any damage. The surgical staff did not observe evidence of arcing. There was no sign of thermal damage and there was no patient injury.